Event description:
It is reported that the patient's insulin pump displayed a motor alarm. The patient's blood glucose level was 233mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump alarmed constantly for a motor error during the rewind due to a motor encoder signal that was out of phase. The displacement test could not be performed and the error alarm could not be verified due to the motor error alarm. The insulin pump had cracked battery tube threads, a cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.